Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the aliquot, sample 1 and integrated multisensor technology (imt) probes, due to a gel buildup. The cse ran service tests which passed for all but sample 1 mix. The cse replaced the sample 1 mixer and performed auto alignment. Quality controls were run, resulting within range. All instrument diagnostic tests passed. The cause of the discordant results is related to the sample 1 mixer malfunction. The cause of the operator reporting results flagged with abnormal assay error is a user error. The instrument is performing according to specifications.no further evaluation of the device is required. (B)(4)

Event description:
Only the result of patient (B)(6) was reported to the physician(s). The result was not flagged. A corrected report was sent to the physician(s).

Manufacturer narrative:
The initial MDR 1226181-2014-00517 was filed on october 24, 2014. Additional information/ correction (10/22/2014): siemens customer care center (ccc) spoke with the customer who indicated that flagged results were not reported as initially indicated.

Event description:
Discordant results were obtained on patient samples tested for multiple assays on a dimension vista 500 instrument. The discordant results were held by the centralink and some were flagged by the instrument. The results were erroneously reported to the physician(s). Some of the samples were rerun on the same instrument, resulting as expected on some and erroneous on others. The samples were repeated on an alternate instrument, resulting as expected. It is unknown if the corrected results were reported the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.